Event description:
It was reported, that the device had system failure. The event occurred, during set-up. There was no delay in therapy. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no external damage. A 'backup audible alarm post error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the mainboard was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.